Event description:
It was reported while using an unspecified bd infusion set there was air in the line. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: back check valve ball in IV tubing failed to prevent air being pulled into IV tubing at completion. Pump stopped infusion when air was detected. Lines were re primed and infusions completed. No harm to patients. This occurred in 5 lines, all different medications and all with the batch fatly infusion set lines.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported by the customer that back check valve ball in IV tubing failed to prevent air being pulled into IV tubing at completion. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model: 11522558 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown; awareness date has been used for this field. Initial reporter name and address: address information was not able to be obtained, therefore, nj was used as a place holder. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Medical device lot #: 11522558 was reported, however, this is not a lot # manufactured for the reported catalog #.

Event description:
It was reported while using an unspecified bd infusion set there was air in the line. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: back check valve ball in IV tubing failed to prevent air being pulled into IV tubing at completion. Pump stopped infusion when air was detected. Lines were re primed and infusions completed. No harm to patients. This occurred in 5 lines, all different medications and all with the batch falty infusion set lines. "